Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that the patient's implant was sitting about 5 inches from a pre-existing bulging disc and their healthcare provider wanted to do an MRI of the site. Patient stated the device had not been able to help with symptoms of urge and stress incontinence. Patient stated it only helped with one. Patient stated it was to help with sphincter repair, but it never helped with that either. Patient stated they had leakage and wore pads at times. Patient stated 2 years ago the device was checked, the clinic had brought someone from the manufacturer to look at the implant. Patient stated where the lines or probes two were the same, patient stated they were not getting stimulus they thought. Patient stated they kept it on 1 all the time and they stated the battery would be coming up for depletion soon. Patient also reported that in (B)(6) of 2011, the device had zinged them when going through airport security. No further complications were reported or anticipated.